Event description:
It has been reported to co that during the procedure this device experienced intermittent continuity. Reportedly, they "could not get a reading", the device was removed and replaced. The pt is reported as fine and the device is being returned for co analysis.